Event description:
The patient called lifescan and alleged that their meter was reading inaccurately high. The patient stated that when they perform control solution tests on their meter, the results are falling outside of the range on the high side. The patient reported that they were hospitalized in the past for a high blood glucose result of over 600 mg/dl. They did not state if that result was from their meter or another device. The patient did not report any symptoms at the time of the event. They were treated with insulin while in the hospital. The test strips were in good condition and the codes matched. The control solution had been opened less than the discard date. The customer care representative walked the patient through two control solutions tests; both failed. A replacement meter is being sent.